Event description:
The customer reported that an 840 ventilator had a blank screen. No pt involvement. The covidien customer support engineer (cse) verified the malfunction. The sce inspected the device and replaced the graphic user interface (gui) pcb. The unit passed extended self-testing.